Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing "split "during patient use. There was no report of patient harm. The event occurred on the med/surg unit. Although requested there are no additional details provided at this time.